Event description:
Procedure type: nephrectomy. According to the reporter: the retractor fingers were deployed and the head was angled at the same time by turning the grooved knob on the proximal end. During use on pt, the joint part was broken. Some broken pieces dropped and two broken pieces were retrieved from the cavity. Nothing was left in the pt cavity. A new device was opened to complete the procedure. The case was extended by more than 30 mins.

Manufacturer narrative:
(B)(4).